Event description:
Customer called to report a leak of clear fluid from the methanol tubing of the coulter lh750 hematology analyzer slide stainer. The volume of the leak was less than 1 milliliter, and it was contained within the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that customer had replaced the peristaltic refill pump before the fse's arrival because bath #1 was not filling properly. The silicone tubing inside the pump was cut, preventing the bath from priming. The fse verified instrument function by draining and filling the bath several times. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. The root cause of the leak is attributed to the cut silicone tube in the peristaltic pump.

Manufacturer narrative:
(B)(4).